Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button issues) was confirmed. Upon investigation the front response button was non-functional and the response button cover and internal switch parts were missing. The cause for the failure was a damaged response button switch. The root cause for the missing cover and switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a paitent's monitor had non-functional response buttons.